Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited externalized conductors upon fluoroscopy during a normal generator change out procedure. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.